Manufacturer narrative:
This complaint was unconfirmed, and the root cause was undetermined. All returned samples dispensed seeds with sourcecaps, as intended and no issues were noted. The reported condition was not duplicated. No damage or abnormalities with the samples were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not handle mick cartridges by the spring loaded plunger. Do not exceed the maximum loading capacity per cartridges (15 seeds). Do not overtighten the round mick cartridges head. Do not let seeds drop into cartridges groove. Do not use force on seeds or cartridges. Do not force cartridges into applicator, and do not forcibly remove cartridges from applicator." (B)(4).

Event description:
It was reported that the piston was blocked in the source cap loader (cartridge).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the piston was blocked in the source cap loader (cartridge). Additional information requested.